Event description:
The MFR was notified that during implant of a size 23 carbo-seal ascending aortic prosthesis into a pt, the graft ignited when the surgeon used a cautery to cut the conduit. The graft was not immersed in saline prior to use as is precautioned in the instructions for use. There were no injuries reported as a result of this event.